Event description:
Olympus was informed of the following literature article: a review of two cases of foreign body in the esophagus treated at our hospital by t. Shoji, nishizaki, y. Fusaki, sato yuan, n. Oh, fujiiyawa. The authors examined 12 cases of esophageal foreign body performed at their hospital using gif-q260j and gif-h290z. One patient had mucosal bleeding from the endoscopic procedure. The authors did not specify which endoscope was used for this patient and therefore, both will be reported. This article includes 2 reports: (B)(6): gif-q260j. (B)(6): gif-h290z. This report 2 of 2 for (B)(6): gif-h290z.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. No device was sent for evaluation, and a serial number was not provided. Complaint information provided the basis of this investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, a definitive root cause could not be established. The case was a study report ¿a review of 12 cases of foreign body in the esophagus treated at our hospital¿. Since the device was not sent to olympus, the device was not analyzed. As no device was alleged with default with this report, no cause was deemed applicable - ergo, no device problem was identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.